Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump act button did not work properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had motor error and insulin pump passed displacement test. The insulin pump will be returned for analysis.